Event description:
A tandem mobi cartridge alarm was reported by the customer during the insulin pumping process. There was no adverse impact on the customer¿s blood glucose level. The customer was advised to use multiple daily injections (mdi) as a backup therapy.